Manufacturer narrative:
The alarm occurred during a pre field change order (fco) check. The customer has been provided with a quote for a replacement data acquisition (da) printed circuit board assembly (pcba), two solenoid valves, and onsite service by a field service engineer (fse). The customer rejected the quote for onsite service and a replacement data acquisition (da) printed circuit board assembly (pcba) two solenoid valves. In a good faith effort (gfe) response from the customer received on 13feb2025, the customer stated that the device would not be returned to use on patients. The customer intends to now use the device for educational purposes only. The customer intends to, eventually, retire or scrap the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The alarm occurred during a pre field-change order (fco) check. The customer has been provided with a quote for a replacement data acquisition (da) printed circuit board assembly (pcba), two solenoid valves, and onsite service by a field service engineer (fse). This investigation is ongoing.